Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ligation spermatic vein for varicocele, the surgeon was able to squeeze the handle, when they tried to seal the vein but the clips just fell out of the applier into the patient cavity and did not seal on pressing the handle. The clips were removed from the patient with a grasper. Another device was used to complete the case. There was no patient injury.